Event description:
Symptoms/ae: in-stent restenosis, occlusion. Time of symptoms/ae: post procedure. Device malfunction: none. The following events were noted through a periodic article review. A retrospective study was performed in 34 high-risk patient that underwent primary or secondary infragenicular stent placement of below-knee lesions and crucial arteries during the period between 2005 and 2008. The purpose of the study was to evaluate the effectiveness of nitinol stent placement in long infrapopliteal lesions in patients with critical limb ischaemia. Two patients underwent successful angioplasty due to in-stent restenosis in the tibioperoneal trunk. Bypass was performed on another patient to the anterior tibial artery for inadequate inflow to the occluded segment.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. K.p. Donas, m.d.; et. Al.; "below-knee bare nitinol stent placement in high-risk patients with critical limb ischaemia and unlimited supragenicular inflow as treatment of choice", published eur j vasc surg 2009; 37:688-393.